Manufacturer narrative:
Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Based on patient's past medical history, medical intervention was performed due to patient's condition/risk factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis due to the health insurance portability and accountability act. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after four (4) years, eleven (11) months due to aortic stenosis with a mean gradient of 40 mmhg. This was replaced with a 21mm pericardial bioprosthesis. Post-operative echocardiogram demonstrated a well functioning valve and reduced the gradient to 15mmhg. The patient was transported to the ICU in critical condition and was later discharged on pod #9.